Manufacturer narrative:
H4: the lot was manufactured from may 17, 2022 - may 18 2022. H10: three (3) actual samples along with photographs of the samples were received for evaluation. The containers of the actual samples were partially filled with a liquid solution. A visual inspection with magnification was performed and no particulate matter could be observed in the fluid pathway of the containers. The fill port caps were removed and no issues were observed of the connectors or the cap areas. A visual inspection of the photographs was performed which observed an elongated polymeric appearing particle possibly of acrylonitrile butadiene styrene consistent with fill port material appeared in fluid path in the photographs only. Therefore, the reported condition was verified in the photo sample; however, not verified in the actual sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small particles were observed in three 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified during the visual inspection process at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.